Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that on multiple occasions, the customer observed the bolus confirmation screen indicating that a bolus had begun, but when reviewing the pump history, the delivered bolus was not logged into the history. As the reported events occurred in the past, the contact was unable to provide specific dates or event details. Reportedly, the contact confirmed that the bolus issue could be related to user error due to not properly completing a bolus request but did not believe all occurrences were due to user error. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.